Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call on 24-sep-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Customer stated that due to the true metrix meter not working she had contacted her doctor. Doctor had ordered a new meter and customer is obtaining the same error: internal report reference (B)(4). During the call, a blood test was performed by the customer fasting and produced test result of 109 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/25/2025 and open vial date is the day prior to the call.